Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 164 cm., body mass index (bmi) 24.9kg/m2.

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy with concomitant bilateral salpingectomy and hymenal atresia plasty surgical procedure. Two days later, the patient complained of severe lower abdominal pain with a punctum maximum in the left lower quadrant. Laboratory findings showed elevated inflammatory markers. According to the abdominal CT, there was free fluid in the abdomen, signs of peritonitis, suspected hematoma in the region of the mesenteric root measuring 17 × 15 mm at the level of the pelvic inlet centrally and in the right pelvis, as well as colonic sub-ileus with marked meteoritic distension of the colon frame. Based on these findings, the decision was made to perform a re-operation (laparoscopy). Intraoperatively, a hematoma in the small pelvis and multiple larger and smaller tissue fragments of the morcellated uterus were found. Residual uterine material was removed, and abdominal lavage was performed. Postoperatively, the patient received antibiotic prophylaxis and pain medication. The inpatient stay was extended for this reason, two nights in the intensive care unit (ICU) and four nights in a normal ward. During the further hospital course, the patient remained pain-free, and laboratory findings showed no evidence of infection. The index procedure was completed without intra-operative complications or da vinci device malfunctions. Six days after the index procedure, the event was reported resolved and discharge occurred after a final examination resulted in good general condition. The study investigator reported the event as severe, not a serious adverse event, a clavien-dindo grade iiib, having a causal relationship to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related a third-party device. The patient prior health condition of having a large uterus may be relevant to this incident.